Event description:
Medtronic received information that this oxygenator exhibited poor gas exchange. The oxygenator was changed out, without adverse patient effect.

Manufacturer narrative:
(B)(4). Analysis: upon receipt at medtronic's quality laboratory, visual inspection showed loose blood and foreign material between the fiber bundle and inner housing. In addition, the hex convolutes were also plugged with this clear foreign material. Performance analysis: during the initial rinse of the device, fluid was moved through the oxyator at <2 l/min, the back pressure was measured at 20 psi with little flow through the outlet, which indicated occlusions inside the oxygenator. Within 5 minutes of rinsing, the hex side seam burst open. Further functional testing could not be performed. Further analysis confirmed signs of clotting within the oxygenator fiber bundle and heat exchanger. Analysis of the fiber bundle found an unusual foreign material, which was found to exhibit an elastic characteristic. Scan of the foreign material identified a proteinaceous material, such as broad-spectrum antibiotics, immunoglobulin (gamma globulin proteins), albumin, and serum. Device history review found the product met specifications when released for distribution. Conclusion: the clinical observation was confirmed. The cause of this event was due to deposit of proteinaceous materials within the fiber bundle resulting in no flow and high pressures. In conclusion, the device became ineffective related to patient condition.